Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a znn, cmn lag screw, 10.5 mm, 130 mm including set screw on (B)(6) 2015. It was also reported, that a lag screw which was initially implanted on (B)(6) 2015 was replaced on (B)(6) 2015 with a znn, cmn lag screw, 10.5 mm, 130 mm including set screw ((B)(4), reported in the case at hand). This event is treated in (B)(4). The patient underwent a revision surgery on (B)(6) 2016 due to a breakage of the nail.

Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that znn nails was implanted on (B)(6) 2015 and revised on (B)(6) 2016 due to implant breakage. Review of received data: the received surgical report of implantation dated (B)(6) 2015 does not describe any abnormality of the performed procedure. The post op report dated (B)(6) 2016 describes that the lag screw had to be revised due to loosening. The revision was done on (B)(6) 2015. (The removal of the lag screw is reported in (B)(4)). The post op report dated (B)(6) 2016 and the surgical report of revision dated (B)(6) 2015 describes that the broken znn nail was removed and no other abnormality can be found. A new znn nailing system has been implanted. Devices analysis: visual examination: the broken znn nail was returned for investigation. The sub components were also returned. The visual examination of the znn nail shows that the znn nail was broken through the lag screw hole. The fracture surface of the znn nail shows beach lines which indicates that the nail was broken due to fatigue. The beach lines are visible on the distal part of the broken znn nail. On the proximal part of the broken znn nail there are some polished areas visible. The surface of the lag screw hole shows also some deformations at the contact points with the lag screw where the forces are transmitted. The deformation observed on the nail, is also found corresponding area on the lag screw. There are some damages on the shaft area. The grooves of the lag screw are also damages. The set screw has a small tip deformation, which is compatible with the contact of a lag screw groove. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. In the surgical the correct insertion of the set screw into the lag screw is described. Root cause analysis: breakage of implant due to inadequate design of mating components. Not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Breakage of implant due to lack of adequate fatigue strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible: no signs of corrosion found during the investigation. Breakage of implant due to the implant therapy is performed not as indicated. Not possible: in the received surgical reports (post op protocols) no issue is noted. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Possible, as no x-rays returned this cannot be excluded. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle . Possible, no intraoperative pictures available. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Possible, no intraoperative pictures available. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. Possible, no x-rays returned. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail. Possible, the received documents are not detailed enough. Breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments. Not possible: no signs for misinterpretation or not consideration of facilitating color-code. Breakage of implant due to users overtighten the lag screw in the bone. Possible, it is possible that the lag screw was overtighten. Breakage of implant due to users position the lag screw that sliding is not possible. Possible, the visual examination showed that the connection with set screw and lag screw was not according to surgical technique. Breakage of implant due to users over tighten the set screw so that sliding is not possible. Possible, the visual examination showed that the connection with set screw and lag screw was not according to surgical technique. Breakage of implant due to wrong guide/nail combination chosen (targeting guide and long nail) leading to incorrect targeting and screw insertion. Possible, the received documents are not detailed enough. Breakage of implant due to improper use/connection of instruments leading to damage of the nail. Possible, no instruments returned for evaluation. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Not possible: in the received surgical reports (post op protocols) no issue is noted. Breakage of implant due to patient do not follow the post-operative protocol. Not possible: in the received surgical reports (post op protocols) no issue is noted. Breakage of implant due to explanted implant is used for new implantation surgery. Possible, patient stickers were not returned. It is unknown if the explant was used before or not. Conclusion summary: a (B)(6) male patient with left femur fracture has been treated with a znn nail. After approximately 5 months in vivo the nail broke at the lag screw hole. The review of internal documents (DHR) did not show any abnormality. The returned products indicate that no material defects that could have triggered the fracture could be detected. The visual examination of the devices shows a fatigue fracture of the nail. It was also seen that the set screw was not correctly placed on the lag screw groove. However, an exact root cause for the znn nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).